Event description:
Revision surgery - the patient underwent hip replacement surgery in 2006. He recently presented with pain and noise. Intra-operatively, there was a lot of dark tissue presumed to be from metal-on-metal wear. The metal dissociated from the polyethylene. The surgeon performed a liner exchange following a thorough irrigation; the outcome is expected to be good.

Manufacturer narrative:
The original surgery was performed on (B)(6) 2006. The revision surgery was performed on (B)(6) 2013 almost 6.9 years later. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the patient and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The root cause for the revision surgery was not determined with confidence. Factors that can contribute to revision surgery include trauma, component positioning or micro-motion, metallosis, osteolysis. There is no information reported that showed a material, design, or manufacturing problem with the product. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated.